Event description:
The technician indicated that the bed has a high ground resistance reading.

Manufacturer narrative:
The technician tightened the ground wire on the ac power cord to repair the bed.